Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, after inflation, the balloon ruptured. The device was removed and the procedure was completed with a different balloon. No patient complications were reported and patient status was in good condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. On the proximal end of the proximal markerband, there was pinhole damage to the balloon. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, after inflation, the balloon ruptured. The device was removed and the procedure was completed with a different balloon. No patient complications were reported and patient status was in good condition.